Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two systems. This report is for cervical system. It was reported the patient experienced loss of effective stimulation through cervical system. In turn, the patient underwent surgical intervention wherein the cervical system was explanted. The physician noticed a fracture on the lead during a explant procedure.